Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while analyzing the heart rhythm of a patient (age and gender unknown) the device returned a "shock advised" determination for what appeared to be a non-shockable heart rhythm. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical; however the customer returned the ECG data for review. Evaluation of the ECG data found that the presented heart rhythm failed to meet the device's requirements for defibrillation and the device appropriately returned a "no shock advised" prompt. This investigation was closed as device meets specification. Analysis for reports of this type has not identified an increase in trend.